Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level that wet up to 500 mg/dl. Customer stated that he went to eat pasta and they did not have a carb count for him. Customer looked it up online and entered it into the pump. Customer took a manual shot to treat and his blood glucose was still 300 mg/dl this morning. Customer stated there is less insulin in the reservoir so it must be delivering. Customer declined troubleshooting.